Event description:
Surgery reported a buckle disengagement with a revision surgery. Investigation in progress.

Manufacturer narrative:
(B)(4). The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Further info from the reporter regarding the serial number, implant date and pt data has been requested. Device labeling addresses the possible outcome of an unbuckled band as follows: "failure to secure the band properly may result in subsequent displacement and necessitate re-operation." "Failure to use an appropriate atraumatic instrument such as the lap-band system closure tool to lock the band may result in damage to the band or injury to surrounding tissues."